Event description:
Consumer reported complaint for high and low blood glucose test results. Husband is calling on behalf of the customer. The customer feels well and did not report any symptoms. At the time of the call the customer was hospitalized; per the caller, the customer had gone to the hospital due to the high blood glucose test results. The customer was concerned with test result obtained using the true metrix meter compared to the hospital¿s device. The customer¿s expected blood glucose test result range was not provided. The test strip lot manufacturer¿s expiration date is 03/31/2027; product storage and open vial date were not provided. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(4): user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note 1: manufacturer contacted customer in a follow-up call on 20-jan-2026 to ensure that the initial concern was resolved - able to establish contact with husband who provided more details regarding the hospitalization reported at the time of the initial call; husband stated the customer had gone to the ER on (B)(6) 2025 and had been admitted to the hospital on (B)(6) 2025. Husband stated the doctor advised customer consume sugar in the morning when testing in order to raise her blood glucose. Per the husband the meter has been reading low and requested replacement. Note 2: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.